Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not known at the time of reporting. Report source: foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the screw thread was stripped, so the spine clamp was unable to be sufficiently closed. No patient was present at the time of the event.

Manufacturer narrative:
The spine clamp was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The returned clamp had some debris in the threads but the head of the screw was intact and functional. No problem found. If information is provided in the future, a supplemental report will be issued.